Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. No changes or interventions were reported. There were no patient consequences.

Event description:
New information received notes that the noise oversensing issue was initially discovered remotely. The patient was brought into clinic for right ventricular (rv) lead testing. No changes or interventions were done. There were no patient consequences.